Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge using the proper technique, but the cartridge alarm recurred, preventing the customer from resuming insulin therapy. As a resolution, technical support decided to replace the pump despite it not being under warranty. No additional information was received regarding the outcome of the event.